Event description:
Product analysis for the returned device was completed.

Event description:
Suspect device was received into product analysis. Information was received noting that the patient experienced lack of efficacy with the device due to the low impedance. No other relevant information has been received to date.

Event description:
Additional information was received noting that the patient underwent a battery replacement that resolved the low impedance problem. Explanted device has not been received to date internal generator data was received and reviewed. The data was consistent with that of a stuck reed switch malfunction. No other relevant information has been received to date.

Event description:
It was reported that low impedance was observed with the patient 's implanted device. Patient was noted to be referred for lead revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's, employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any " defects or " malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.